Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating that the device experienced a serious error and must shut down. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating that the device experienced a serious error and must shut down. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating that the device experienced a serious error and must shut down. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.